Event description:
It was reported that the patient's inflatable penile prosthesis would not inflate. The pump stayed flat and deflated. A month later, the device was revised. The left cylinder tubing had a fluid leak. The cylinders and pump were replaced with a new pump and 21cmx12mm cylinders. The patient had no further complications. Boston scientific has been unable obtain additional information regarding the circumstances surrounding this event to date. Should additional relevant details become available a supplemental report will be submitted.